Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 does not turn on. The patient reportedly tested with strips from lot numbers (3223559 and 3478640). The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged power issue first began. The patient reportedly does not manage her diabetes with oral medication or insulin; it is not clear what action the patient took in response to the reported issue. According to the csr¿s documentation, as a result of the product issue, the patient reportedly developed symptoms of weakness and sweating an unknown time afterwards and the patient reportedly consumed food and or drink as self-treatment at an unknown time later. At the time of troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced, there was no misuse of the lfs products, the patient was using the correct tests at the time of the alleged issue, and the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.